Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor is broken. An analysis of the customer provided image found an anchor still attached to the device with a broken tip and what appears to be biomatter. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the raw materials, found that the storage protocols, material specifications, and material tests were appropriately documented. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an open reduction and internal fixation for comminuted fracture of lateral humeral head, the twinfix ultra anchor broke. The broken pieces were not retrieved. The procedure was completed with a backup device with no patient injury or other complications. A delay greater than 30 minutes was reported.